Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The customer's blood glucose value was 110 mg/dl. The customer already performed self-test twice and failed and having hardware low level failure. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents and active currents. Insulin pump communicated properly with test guardian link transmitter. No communication anomaly or no battery errors noted. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.